Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi40000026r: rev. 4 : s/s01-1101 / cp2: s3-065155-020 h3, h6: the det pnl sys bi40000026r 4030cb cp2 rwk (rev. 4 : s/s01-1101 / cp2: s3-065155-020) was returned for analysis. Analysis found that there was poor image quality. The cp2 was installed into a known good system and the system initialized. Motion, generator, communication, and charging readied. 2d image was black with no image. Run rad and run fluoro gain calibration passed. 2d and 3d images were successful. The detector panel was installed into a known good system and the system initialized. Motion, generator, communication, and charging readied. Run rad and run fluoro gain calibration passed with artifacts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that the issue appeared to be a faulty command processor and detector. The 3d image had artifacts and lines and there was no image on 2d mode. The detector and command processor were replaced and the system passed the system checkout. Product analysis #(B)(4): 2021-02-20 03:05:23 cst webmremotews sfdcmnav product analysis task update workordername: (B)(4). Analysis summary text: action/resolution: replaced detector, command processor. Completed detector alignment, gantry home calibration and rad gain and flouro gai cal. Pulled logs and completed systems check out. System ready for patient use. Cable grade: a demo/eval unit: false imaging modalities p/f: pass inspection and operational tests p/f: pass mechanical inspection p/f: pass record type: o1 system checkout (closed) status: completed does the system perform as intended?: yes visually inspected parts prior to instal: pass were hardware parts replaced?: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that the system wouldn't power on. The battery indicator lights appeared full but the battery voltage was only 100v. There was no patient involved.